Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over a year since the subject device was manufactured. Based on the results of the investigation, the root cause of the reportable malfunction could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: as the methods for procedure in line with the reprocessing manual below, we determined the suggested event can be detected / prevented. The instruction manual operation manual ¿urf-v3, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿urf-v3, chapter 5 reprocessing the endoscope¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope exhibited residual fluid or foreign matter that came out from the channel tube. There were no reports of patient involvement.

Manufacturer narrative:
The customer reported the device was cleaned, disinfected and sterilized prior to being returned for evaluation. There was no delay to precleaning. The customer did not know what the foreign matter was. The instrument/suction channel was aspirated with water. It was unknown if there were abnormalities in the accessories used for reprocessing. The instrument channel, instrument channel port, and suction cylinder were brushed. The device was returned, and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.